Event description:
During testing at the user facility, the device alarmed with an s131 (stuck key-uic) malfunction alarm code and then displayed a whitescreen software error when accessing the biomedical mode. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of adverse patient events or delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing performed by field service engineer found the device alarmed with a whitescreen error. During testing at the service center, the device did not alarm with a whitescreen error; however, during review of the device history, a whitescreen error was noted. This was due to a software error. The customer reported s131 malfunction alarm code was duplicated during testing. The probable cause was due to contamination due to fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.